Manufacturer narrative:
We were unable to perform displacement test or occlusion test due to missing retainer. The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self test, rewind test, seating test, basic occlusion test and force sensor tests. No power loss alarm noted. However, the power management tool confirmed low battery alarms and an abnormal loaded voltage at the power management graph due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electrical board. The pump was monitored and functioned properly. The device was received missing reservoir tube o-ring, minor scratches on case, cracked select button keypad overlay, cracked case, faded serial number label, corroded battery tube and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the retainer ring that holds the reservoir in place has come off. Customer's blood glucose was 15.7 mmol/l. Blood glucose was high due to power loss during the night. The battery was replaced and the insulin pump was working. Customer was advised the insulin pump will be replaced. The customer will return the product for analysis.